Event description:
Pump declared an altitude alarm, which impacted the insulin delivery as it was suspended, but customer declined to provide their blood glucose level at the time of the event. Customer was unable to resume insulin after following initial troubleshooting steps, including cleaning the speaker holes and attempting to reconnect the cartridge. Technical support instructed customer to load a new cartridge, but alarm recurred. As a resolution, technical support arranged for pump and cartridge replacement and provided instructions for returning the faulty pump. Customer will use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery.